Event description:
Medtronic received a report that pipeline flex stent (ped) and phenom 27 microcatheter moved during deployment and the ped prematurely deployed in the catheter and was damaged. The patient was undergoing surgery for treatment of an unruptured, saccular, internal carotid artery c7 segment aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone arterial diameter was 2.5 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as within target range. The angiographic result post procedure was reported as blood flow was patent. In this case, the patient¿s intracranial vessel, specifically the cavernous segment of the internal carotid artery, was relatively t ortuous. When the system was in position and ready for stent deployment, the system was inadvertently dropped. The operator prepared to retrieve the stent implant and re-advanced the microcatheter to continue the procedure. The stent body was withdrawn from the mi crocatheter hub by mistake operation, resulting in unintended detachment at the hub and becoming stuck there. After removal, the implant was found to be damaged. A new stent was used and the procedure was completed normally. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).  Ancillary devices included suzhou zhongtian 6f-115 guidecatheter (b3555125), phenom 27 microcatheter.

Manufacturer narrative:
Continuation of d10: phenom27 microcatheter product ID unk-nv-fg15 (lot unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.